Event description:
It was reported that the recently implanted cardiac resynchronization therapy defibrillator (crt-d) alerted for high out-of-range shock impedance. The patient was seen in clinic a few days later and the shock impedance still measured greater than 200 ohms. The value had been normal, at 96 ohms at the time of implant. It was also noted that the left ventricular pace impedance (lvb vector) had also increased to an out-of-range value (previously normal at 1,400 ohms). Technical services discussed that the lvb programming nominally uses lv1-rv as its vector, so this also could be related to the rv lead. Technical services provided troubleshooting options. The physician was reluctant to perform any additional invasive actions with the patient and was possibly considering defibrillation threshold testing. The crt-d and rv lead (non-boston scientific product) remain in service and no adverse patient effects were reported.